Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed on the delivery system. A kink was noted on the delivery system near the side port. In addition, the tip of the device was missing and appeared to have been cut off from the distal end of the catheter. During a functional analysis, the stent deployed freely on the first attempt with no issues noted. The condition of the returned device is consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinked delivery system is likely due to procedural/anatomical factors and the most probable root cause is operational context. From the information available, this device was not used per the directions for use (dfu) / product label. The dfu advise to begin deployment of the ultraflex tracheobronchial stent only after the stent system has been advanced over the guidewire and positioned within the stricture. However, in this case, the physician began deployment of the stent outside of the patient, which is counter to the dfu. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure on (B)(6) 2011. According to the complainant, the patient had a tumor within the left main bronchus. The stricture was dilated prior to stent placement and the anatomy was not tortuous. The ultraflex stent was positioned within the patient. However, when the physician pulled on the deployment suture to deploy the stent, the stent failed to deploy. The stent system was removed from the patient. Once outside of the patient, the physician pulled on the deployment suture releasing 2-3 knots on the delivery catheter thereby deploying the stent approximately 1-2mm. The partially deployed stent was then reintroduced into the patient. However, again, when the physician pulled on the deployment suture to deploy the stent inside of the patient, the stent failed to further deploy. The physician repeated the process of removing the stent system from the patient, further deploying the stent by releasing 2-3 knots on the delivery catheter, and reintroducing the stent system into the patient several times. Additionally, it was reported that when the physician attempted to deploy the stent within the left main bronchus, the stent system pulled out of the bronchus. No visible issues were noted with the stent system. The procedure was aborted after approximately 1 hour. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It should be noted that the directions for use advise to begin deployment of the ultraflex tracheobronchial stent only after the stent system has been advanced over the guidewire and positioned within the stricture. However, in this case, the physician began deployment of the stent outside of the patient, which is counter to the directions for use.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure on (B)(6), 2011. According to the complainant, the patient had a tumor within the left main bronchus. The stricture was dilated prior to stent placement and the anatomy was not tortuous. The ultraflex stent was positioned within the patient. However, when the physician pulled on the deployment suture to deploy the stent, the stent failed to deploy. The stent system was removed from the patient. Once outside of the patient, the physician pulled on the deployment suture releasing 2-3 knots on the delivery catheter thereby deploying the stent approximately 1-2mm. The partially deployed stent was then reintroduced into the patient. However, again, when the physician pulled on the deployment suture to deploy the stent inside of the patient, the stent failed to further deploy. The physician repeated the process of removing the stent system from the patient, further deploying the stent by releasing 2-3 knots on the delivery catheter, and reintroducing the stent system into the patient several times. Additionally, it was reported that when the physician attempted to deploy the stent within the left main bronchus, the stent system pulled out of the bronchus. No visible issues were noted with the stent system. The procedure was aborted after approximately 1 hour. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It should be noted that the directions for use advise to begin deployment of the ultraflex tracheobronchial stent only after the stent system has been advanced over the guidewire and positioned within the stricture. However, in this case, the physician began deployment of the stent outside of the patient, which is counter to the directions for use.